Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery charging indicators are not working. It is unknown under which circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
Getinge field service engineer (fse) evaluated the unit, confirmed that the battery charging & ac led label not working. Upon investigation fse found the ribbon cable to the led's was broken and not repairable. Replaced the label, battery charging (d334-00-1593) that included the ribbon cable & leds. Retested and it worked fine. Performed all functional tests and validated calibration there was no patient involvement. The equipment was cleared for customer use.

Event description:
N/a.

Event description:
It was reported that, during operator training the cardiosave intra-aortic balloon pump (iabp) battery charging indicators are not working. There was no patient involved.